Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was referred by emergency medical services after the patient reported feeling unwell and feeling slight retrosternal pressure. After experiencing respiratory-dependent chest pain and brief syncope, the patient was admitted to the hospital where a computerized tomography (CT) scan was performed and pleural effusion was diagnosed. The cause of the pleural effusion was not identified, however the patient was discharged three days after admission. The extravascular (ev) lead remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that pleural effusion was not related to the patient¿s implant procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.